Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main half height drawer 4.2 had failed. The field service engineer (fse) found that drawer controller board 331392 01 was the cause of the issue, as readings taken with a multimeter were not within tolerance. The fse replaced drawer controller boards 151630 01 and 331392 01, after which the drawer became responsive. A final test was performed successfully, and power was restored to the device. The customer was able to inventory the main half height drawer 4.2. Additionally, the field service engineer (fse) dusted the e drawer, replaced the backup battery, installed the rear bumper kit, and replaced the network plugs during the preventive maintenance performed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station was offline station was rebooted, customer confirmed both the network and power cable was securely connected. The customer stated that they managed to get the medication from pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.